Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, a hair was found in the opening to the lumen of the lead. The hair was pinched between the stylet and the outer wall of the lumen. The physician chose to discard the lead at that time and implanted a different lead. No patient complications have been reported as a result of this event.